Event description:
It was reported via a medwatch report, after a successful intubation, "the cuff blew". As a result, a 2nd ett was placed. The original cuff was tested prior to intubation. The customer was unable to answer questions regarding patient information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn#(B)(4). Medwatch report #mw5117144 complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.